Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not working and had a black screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer board and retractor band were defective. A field service engineer replaced the controller and retractor, but there were no lights on the pyxibus controller. The engineer then replaced the pyxibus controller for auxiliary drawer 3 and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.